Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy there was an "optical sensor failure" alarm generated. The date of the event is unknown. There was no reported injury to the patient.